Manufacturer narrative:
The patient¿s age was not provided. (B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the center with slurred speech and expressive aphasia and was hospitalized. Results of a CT scan revealed a recent anterior division, right middle cerebral artery territory infarct with no hemorrhagic transformation or significant mass effect. The patient was on warfarin at the time of the event. No additional information was provided. The submitted system controller log files were reviewed by the manufacturer¿s technical services representative and showed the pump was operating with stable pump parameters throughout the log file. The event history also appeared normal. No additional information was reported.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.